Event description:
During a laparoscopic cholecystectomy procedure, the tip did not retract after penetration. The surgeon completed the procedure with the device. No pt injury reported.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.